Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed that the product had been discarded.

Event description:
Bleeding-under nostrils/skin [skin haemorrhage]; hits face, poked face, broke skin, punctured skin-under nostrils [skin injury]; pain under nostrils- skin [pain of skin]; brush head falls off while using toothbrush and hits face causing punctured/broken skin, pain, and bleeding [injury associated with device]; brush head falls off while using toothbrush [device breakage]; puncture wound right below the nostril on the right side [wound]; puncture wound bled a little [wound haemorrhage]. Case description: a consumer reported that while her (b)(69) husband used an oral-b power rechargeable toothbrush handle professional care (B)(4), the oral-b brushheads, version unknown came off, and the metal part of the toothbrush hit/poked him in the face, and broke/punctured the skin under his nostrils causing pain and bleeding. He held a tissue to it as treatment. He had the toothbrush for about a year, used it twice a day, and had used several types of replacement heads. The reporter stated the problem occurred 3 or 4 times, and not just with one specific type of brush head. The pain and bleeding had recovered, and the broken/punctured skin had improved. The overall case outcome was improved. On 23-may-2016 received reporter's follow-up phone call: the reporter stated that the oral-b brushheads, version unknown keep coming off while her husband brushes his teeth, and they had come off at least six times. He used his toothbrush and refill on (B)(6) 2016, and had a puncture wound right below the nostril on the right side that bled a little. He was able to stop the bleeding with a tissue. Medical attention was not required. The reporter stated her husband used the brush heads once or twice a day, and he continues to use the product. The case outcome was improved.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed that the product had been discarded.

Event description:
Bleeding-under nostrils/skin [skin haemorrhage]. Hits face, poked face, broke skin, punctured skin-under nostrils [skin injury]. Pain under nostrils - skin [pain of skin]. Brush head falls off while using toothbrush and hits face causing punctured/broken skin, pain, and bleeding [injury associated with device]. Brush head falls off while using toothbrush [device breakage]. Case description: a consumer reported that while her (B)(6) husband used an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown came off, and the metal part of the toothbrush hit/poked him in the face, and broke/punctured the skin under his nostrils causing pain and bleeding. He held a tissue to it as treatment. He had the toothbrush for about a year, used it twice a day, and had used several types of replacement heads. The reporter stated the problem occurred 3 or 4 times, and not just with one specific type of brush head. The pain and bleeding had recovered, and the broken/punctured skin had improved. The overall case outcome was improved.

Manufacturer narrative:
The 17-aug-2016 product investigation results: the reporter returned toothbrush handle type 3756, charger type 3735, two concomitant trizone toothbrush heads type eb30, and one concomitant dual action type eb417 toothbrush head on 01-jul-2016. The result of the analysis done with the consumer return showed no failure.

Event description:
Bleeding-under nostrils/skin [skin haemorrhage] hits face, poked face, broke skin, punctured skin-under nostrils [skin injury]. Pain under nostrils- skin [pain of skin]. Brush head falls off while using toothbrush and hits face causing punctured/broken skin, pain, and bleeding [injury associated with device]. Brush head falls off while using toothbrush [device breakage]. Puncture wound right below the nostril on the right side [wound]. Puncture wound bled a little [wound haemorrhage]. Case description: a consumer reported that while her (B)(6) year old husband used an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown came off, and the metal part of the toothbrush hit/poked him in the face, and broke/punctured the skin under his nostrils causing pain and bleeding. He held a tissue to it as treatment. He had the toothbrush for about a year, used it twice a day, and had used several types of replacement heads. The reporter stated the problem occurred 3 or 4 times, and not just with one specific type of brush head. The pain and bleeding had recovered, and the broken/punctured skin had improved. The overall case outcome was improved. On (B)(6) 2016 received reporter's follow-up phone call: the reporter stated that the oral-b brushheads, version unknown keep coming off while her husband brushes his teeth, and they had come off at least six times. He used his toothbrush and refill on (B)(6) 2016, and had a puncture wound right below the nostril on the right side that bled a little. He was able to stop the bleeding with a tissue. Medical attention was not required. The reporter stated her husband used the brush heads once or twice a day, and he continues to use the product. The case outcome was improved.